Manufacturer narrative:
The cerelink sensor was not returned for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a 46 year-old male was admitted with traumatic brain injury following rta involving e-scooter. Sustained a right-sided acute subdural haematoma requiring surgical evacuation on day of admission ((B)(6) 2022). A codman icp sensor (ID 826850) was placed during surgery and tunnelled out under the bone flap. On august 19, 2022, the icp sensor snapped during attempted removal, leaving a retained icp wire fragment with tip between the edge of the bone flap and craniotomy margin. Following unsuccessful attempt to locate and remove the tip under local anesthesia, patient had to return to operative room to have craniotomy wound re-opened to remove the icp sensor wire.